Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, keypad anomaly, and the customer was unable to receive the insulin. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, and mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08755 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or under-delivery anomaly noted during testing. There were not any no delivery (insulin flow blocked) alarms found in the downloaded pump history and pump diagnostic trace files. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Insulin flow blocked alarm complaint is not confirmed. The complaint of buttons do not always respond when pressed (sticky buttons) is not confirmed. The pump history file lists only one bolus on the event date, 2/19/2025, listed below: 02/19/2025 13:18:15.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 80000 (8 u) bolusamountdelivered: 80000 (8 u). Please see below for the daily total of all insulin delivered on the event date, 2/19/2025: 02/20/2025 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 02/19/2025 00:00:00.000. Dailytotalofallinsulindelivered: 118000 (11.8 u). Dailytotalofbasalinsulindelivered: 38000 (3.8 u). Dailytotalofbolusinsulindelivered: 80000 (8 u). There were no auto suspend events on the event date, 2/19/2025. There were no user suspend events on the event date, 2/19/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.